Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned, and it was evaluated by product analysis on 08/05/2014 with the following findings: the keypad cover was found to be intact and free of damage. Evaluation revealed that all of the keypad buttons were properly responsive; the initial complaint was not duplicated. The keypad cover was removed and no evidence of contamination was found under any of the key contacts. The pump cover was removed and the keypad flex was found to be fully inserted into the keypad flex connector. There was no evidence of moisture ingress. Unrelated to this complaint, the display screen was found to be dim and discolored. A battery cap was not returned with the pump; a test battery cap was used during all steps of the evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.